Manufacturer narrative:
The tandem t.:slim user guide indicates, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was at the health care provider's (hcp) office, and the hcp office was concerned that the pump boluses were not being calculated accurately. Reportedly, the carbohydrate ratio for the customer's "breakfast" timed setting is 1:12, and the pump calculated a 1.6 unit bolus, and the hcp's office expected to see a larger bolus being calculated. Tandem technical support reviewed the profile settings and confirmed that based on the time of the bolus entry, the bolus of 1.67 units had been accurately calculated. Then, the contact found that the pump time was inaccurate. Reportedly, the customer did not adjust the pump time for daylight savings and it was 1 hour behind. The contact successfully adjusted the time on the pump, and confirmed that the pump boluses were being calculated accurately on the pump. The customer's blood glucose (bg) level was reported to be approximately 400 (mg/dl) with trace ketones, and was addressed with a correction bolus via the pump.